Event description:
It was reported that the patient was admitted for recurrent bloodborne infections of unknown etiology. The patient was noted to have ventricular tachycardia. They have had multiple episodes of fevers, malaise, and cough over the past two months. The cultures done in the primary care physician office was positive for enterococcus. Intravenous (IV) antibiotics were initiated.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. It was reported that the patient was admitted for recurrent bloodborne infections of unknown etiology and additionally had multiple episodes of fevers, malaise, and cough over the past two months. The patient was noted to have ventricular tachycardia status post implantable cardioverter-defibrillator. Cultures were completed at the patient¿s primary care physician¿s office and were positive for enterococcus. The patient was referred for an infectious disease consult, and intravenous antibiotics were started. The event was reportedly considered to be device or therapy related. Multiple attempts were made to obtain additional information regarding the reported event; however, no additional information was provided. The patient remains ongoing on heartmate 3 lvas, (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection and cardiac arrythmia, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection and arrythmia as potential late postimplant complications that may be associated with the use of heartmate 3 lvas. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.